Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on 05/04/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons are intermittently unresponsive. There was evidence of keypad adhesive found under the button key contacts.

Event description:
A family member reported that the keypad buttons have been slow to respond over the past 2 months, and now the up arrow button is intermittently unresponsive. He noted that the buttons intermittently click and spring back when pressed. The family member denied damage to the rubber keypad; denied exposing the pump to water and cleaning products; and stated that the patient wears the pump in various places.